Event description:
It was reported that the patient underwent surgery for the correction of pectus excavatum approximately eight (8) months ago during which a pectus support bar was implanted. Subsequently, a CT scan showed that the bar shifted and may have rotated. A revision surgery was performed approximately five (5) weeks ago to place a second bar and reposition the first bar. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.